Event description:
I have a depuy pinnacle metal on metal hip. Have been advised by surgeon that I need a revision surgery to replace the metal head and lining. Cobalt readings are elevated 7.9 and MRI shows that the femoral neck has a small inflammatory reaction.